Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Serial number: (B)(4). Software version: 3.8.4. Color: grey. Battery life remaining: <2 months. Customer reports: dose dial is hard to dial insulin . Per visual inspection: no cosmetic damage noted. The inpen paired to the commercial app with small pairing dose. The screw is not bent. However, advances when turning dose knob to the 0 mark and high resistance while dispensing due to dust/debris under the dose button, on washer, on the dose detent and dose knob. In conclusion: the customer complaint of hard to turn the inpen, hard to dial, hard to push to give insulin was confirmed.

Event description:
Medtronic received information that dial mis-alignment occurred. There was no adverse impact or consequence reported as a result of this event.